Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that during training the error message ¿stop-inp¿ occurred on the rotaflow console during training. No patient was involved. No harm to any person has been reported. The reported failure ¿stop-inp¿ could lead to the pump stop during use therefore, a report is required. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and the reported "stop-inp error" could be confirmed. The customer confirmed not to order any repair of the device at this time. Based on these investigation results the reported "stop-inp error" could be confirmed. A similar complaint was investigated for the reported failure "stop-inp" in getinge life-cycle-engineering (lce). And the reported failure was caused most probably by a defective microcontroller ic23 on the rf control board pcba kit. The cause of this damage could be a statistical (random) failure or a defect that worsens when heated up. The review of the non-conformities was performed on 2005-02-24 and during the period of 2022-08-03 to 2025-02-24 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2022-08-03. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaints were found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in china. It was reported that during training the error message ¿stop-inp¿ occurred on the rotaflow console. No patient was involved. No harm to any person has been reported. The reported failure ¿stop-inp¿ could lead to the pump stop during use therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market on a significantly similar device to "rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, "rotaflow" with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.